Manufacturer narrative:
The product was returned for evaluation. Visually confirmed instrument tip breakage. Macroscopic examination confirms driver tip broken off. Fracture surface partially damaged. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to prevent misalignment and associated bend stress overloading. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the absence of torsional overload or mas head thread damage suggest failure due to bend stress overload. Functional evaluation with sample set screw confirmed full seating of set screw without issue. Microscopic examination of mas crown and bone screw area, where the rod interfaces identified plastic deformation consistent with bending stresses.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a l4-5 spinal fusion. It was reported that the tip of the driver broke in the l4 screw. The tip was retrieved. No patient complications were reported.